Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with erosion of the implantable cardioverter defibrillator and an infection. The device was explanted on (B)(6) 2018 and the patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found.